Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: accessories closed drainage bag, (the illustration shows one example of typical configurations). Syringe prefilled with sterile water, water soluble lubricant, antiseptics: bard® 10% povidone-iodine solution, tweezers, gauze pads, waterproof sheet, cotton balls, gloves. The device was not returned.

Event description:
It was reported that there was only 1cc water inside the syringe.